Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: decrease in size of the left breast and implant has deflated.

Event description:
Healthcare provider reported "patient recently noticed a decrease in size of the left breast, and suspected that the implant has deflated. They have textured saline filled mammary implants and would like them removed at this time." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported the device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, deflation was received on (B)(6) 2022, with lot number 2297349. Visual analysis of the returned device identified, opening, crease fold and green mold like appearance . Leak test was performed and found opening in the anterior. A microscopic analysis was performed which identify, striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the anterior side assessed, as surgical damage.

Event description:
Healthcare provider reported, left side. "Patient recently noticed, a decrease in size of the left breast, and suspected that the implant has deflated". The patient has textured saline mammary implants. The device has been explanted.